Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2005; 5568, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had migrated after the patient had lost weight causing discomfort. During the revision, the physician decided to remove and replace the device due to the device approaching the recommended replacement time (rrt). The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.